Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that this pacemaker had triggered a lead saftey switch. The right ventricular (rv) lead impedance was high and out of range above 2000 ohms. Episodes of oversensed noise were also observed. The noise pattern was consistent with the minute ventilation signal. A chest x-ray was obtained and revealed that the rv lead did not appear to be fully inserted into the device. A revision procedure was performed to resolve the connection issue. During the revision, the rv lead was tested via a pacing system analyzer and the high impedances were reproduced. The physician elected to explant and replace this pacemaker and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.